Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient showed up to the clinic with a possible percutaneous lead (lead) issue. The patient had applied electrical tape to the entire lead to cover tears in the silicon jacket of the lead. The system controller history contained a brief pump disconnect event which caused low speed and low flow alarms. The alarms resolved once the pump was reconnected. No signs of wire damage to the lead were verified in the log.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.